Event description:
It was reported that during a routine device replacement procedure for elective replacement indicator (eri), the device setscrew for the right ventricular port could not be unscrewed. It was noted there was a competitor lead in the port. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.